Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. At 11:00am on the same day the sensor was inserted, the patient¿s cgm was reading low mg/dl. No bg meter reading was taken at this time. The patient self-treated by drinking soda and eating candies. Despite treatment, the patient¿s cgm readings continued to fluctuate between 40-80 mg/dl. The patient was also feeling shaky and lightheaded. The patient drove to the emergency room around 1:15pm. At the ER, the patient¿s bg meter reading was 242 mg/dl while the dexcom was reading 133 mg/dl. The patient was treated with IV fluids. The patient was discharged around 4:30pm. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.